Event description:
It was reported that during reprocessing the subject device had lines through the picture. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "lines through picture" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: "flickering image and connector failed leak test" a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to defective ccd (charged coupled device) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the subject device had lines through the picture. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.